Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 9680001-2019-00071, 3005334138-2019-00236, 3008452825-2019-00218, 2182269-2019-00050. During a paroxysmal atrial fibrillation radiofrequency ablation procedure, an effusion occurred. During ablation of the anterior roof of the left superior pulmonary vein antrum, contact and stability were difficult. The catheter was then positioned on the coumadin ridge and ablation was started. The patient became hypotensive and ablation was ceased. The ice catheter was used to scan for the pericardial effusion and located. Heparin was stopped and a pericardiocentesis was performed. The patient was followed and stable. The cause of the perforation is unknown. There were no performance issues with any abbott device.